Event description:
It was reported that the shell did not assemble properly and a part of it was broken. There was no harm or health impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: cat #: 11-165302, lot #: 715800, rnglc biplr replc ring. Visual examination of the returned product identified the bipolar was assembled upon return with no visible defects. The second locking ring was bent in multiple places and has scuffing on the surface. Due to the damage to the locking ring no measurements were taken. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Review of the available information indicates the device was assembled per technique, was released in a conforming state, and is functioning as expected per the documented design requirements. No device failure was identified. Could not confirm assembly and mobility issue for head and liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.